Manufacturer narrative:
Packaging only received (B)(6) 2014. This report will be amended when our investigation is complete.

Event description:
It was reported that during the surgery the nurse noticed a white powder like substance on the inside of the outer plastic container. The same substance was on the outside of the inner plastic container. The scrub tech carefully opened the inner container and removed the femoral component. Upon inspection it appeared to be in normal and good condition, so it was implanted with no issues.